Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion 4 times during therapy of vancomycin between 2100 to 2300 (dose, programmed amount and delivery rate unknown). The length of IV tubing had no kinks or depending loops. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported upstream occlusion which was not reproduced during evaluation. Upstream occlusion alarms were found through a review of the event history log, but its unable to be determined whether they are true or false alarms. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.